Event description:
The following was reported to hamilton medical ag: summary: local staff upgraded c6 from sw1.1.5 to sw1.2.3. As a result, the ventilation set values of c6 with the intellivent-asv option added are no longer transferred to the fukuda denshi co. System (mirrel). He tried entering the option key for block protocol version compatibility into c6, but the result did not change.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).